Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown insertion handle for pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the insertion of the proximal femoral nail antirotation (pfna) blade into the pfna nail on (B)(6) 2017, the handle on the insertion handle broke. Surgeon was able to insert the blade utilizing the broken handle. Procedure was completed with no delay and no adverse consequence to the patient. Concomitant device reported: pfna blade (part number unknown, lot number unknown, quantity 1). (B)(4).